Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens, but was unable to orient/position the lens in the pt's eye. It was at this time that the surgeon noticed the capsular bag was torn. The incision was enlarged to remove the lens and a sulcus posterior chamber lens was implanted. Sutures were required to close the incision. No vitrectomy was performed. The reporter stated the surgeon felt the capsular tear was caused when the first lens was being removed. The surgeon stated it was unknown if the capsular tear was caused by the lens or by surgical manipulation. The pt is doing well. This is second of two lenses used on this pt - see MFR report # 2023826-2007-00514.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.